Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device bottom plate is leaky. It is known that the event did not occur during surgery. It is not known if there was any pt or user injury or medical intervention. No additional info available.